Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The subject device was not sent back to our laboratory for analysis and no more information was provided. Without the affected sample, no investigation can be performed and no root cause can be determined. Only the picture provided confirms the reported event. However, previous investigation of this technical error 104 concluded that this is a system error related to software. This issue is linked to a software bug when parameters from previous infusion are reestablished after a change of syringe when the same previous drug is selected. An internal event had been created few years ago to resolve this issue with a new software version. Since no information has been provided about the pumps version, this event could probably be solved with the software upgrade of the pump. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "the medical physics lead and anaesthetist contacted via telephone, to report an incident with their tiva device. They reported the following incident to me in person: on the (B)(6) 2023, the agilia sp tiva wifi device was being used for a general anaesthetic infusion. The anaesthetist programmed the pump and 5 minutes into the infusion, whilst she was scrolling through the menu items; the device started alarming and showed the following error code: system error: 104(43:04.1). The device could not be switched off at the time and continued to alarm therefore had to be removed from theatre and safely replaced with another device - there was no harm to the patient. The tiva devices had been put into use on (B)(6) 2023 with a new tiva drug library/configuration and are currently in use at the two other lanarkshire hospitals but with the basic configuration- no other incidents reported. The trust has isolated the device and removed the remaining devices until the cause of the error has been established. Fresenius kabi field safety engineer contacted and looking into the cause of the error code." Reporting due to the referenced issue. No reports of any adverse effects sustained by the patient. More information is needed to complete the investigation.